Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent limb lengthening and nuss procedure and the device was used and applied on closure of incisions. Post-operatively, the patient developed dermatitis and deep surgical site infection below the fascia many days later. The patient was hospitalized but length of stay was unknown. The patient status is listed as alive with injury.